Event description:
Customer alleges batteries will charge and then die down fast. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m41srb, serial number/date code (B)(4) is approximately 1 year 5 months old. The owner's manual part number 1143206 rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) and resides in an assisted living community. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the batteries for the m41srb power chair would show fully charged, then in 5 minutes would allegedly drop down into the red. The dealer tested the batteries, they showed low on the tester. New replacement batteries were sent. No injury alleged.